Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer requested and received pump reset information via email, but refused assistance with resetting the pump.